Event description:
It was reported that an implant had not worked for years. A specific year that the implant stopped working was unknown. It was later reported by the health care professional (hcp) that the patient had not been seen since (B)(6) 2009. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v063303, implanted: (B)(6) 2007, product type: lead. (B)(4).